Manufacturer narrative:
(B)(4). The carefusion failure analysis and factory service technicians examined and tested the ventilator and it was found that the unit is leaking internally from connectors which are part of tubing assys #1 and #27. Also, found that the inspiratory flow valve is out of calibration. Duplicated, internal leak, complaint allegation. The complaint allegation that it does not cycle off a deliver breath during pre-use check could not be duplicated.

Event description:
The customer reported that the ventilator has an internal leak and does not cycle off a deliver breath during pre-use check. No patient involvement.